Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (B)(6) was intended to be implanted during the endovascular treatment of a 63mm abdominal aortic aneurysm. It was reported during the index procedure, after implanting the main body stent graft, (B)(6) failed to deploy when connected to the contralateral limb. There was no response when rotating the blue knob or pressing the grey activator on the blue handle for quick deployment resulting in deployment failure. The physician refused to complete the bail out technique and disassemble the blue handle and a replacement stent was implanted successfully. Per the physician the cause of the delivery system failure was device related as the blue slider of the delivery device could not deploy the outer sheath. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that there was no damage noted to the device packaging or delivery system prior to insertion into the patient. The deployment steps were followed per the IFU. The physician rotated the slider to correct direction as per the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.